Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The customer found a dropped tip in the reagent cassette. The investigation is ongoing.

Event description:
The initial reporter received questionable nt-pro bnp results from multiple patient samples tested on the cobas e 411 analyzer (rack system). The following examples of discrepant results for three patient samples were provided: patient sample 1: the initial result was <10 ng/l. The repeat result was 1219 ng/l. Patient sample 2: the initial result was <10 ng/l. The repeat result was 80 ng/l. Patient sample 3: the initial result was <10 ng/l. The repeat result was 576 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer inspected the analyzer and verified it was performing according to specifications. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem. The cause of the event could not be determined.